Event description:
A physician reported unable to achieve sufficient suction in left eye and the eye suffers from chemosis and sub-conjunctival haemorrhage, during lasik surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. As per information received from local cas (clinical application specialist) the issue was cause more by a usage problem and the surgeon has been retrained on fs200 since. The manual docking process is complex and depends on various external factors as described above. Thus, the root cause cannot be identified conclusively. With current information, no product malfunction can be associated with the reported event. The manufacturer internal reference number is: (B)(4).